Event description:
It was reported that a user contacted support for elevated blood glucose after consuming a large cold brew coffee with creamer and sugar-free caramel syrup without announcing a corresponding intake on the ilet system, and was advised that caffeine and creamer can raise glucose and that announcing a less-than meal for this beverage had previously been recommended by a trainer. Symptoms included hyperglycemia with a peak reported glucose of approximately 231 mg/dl that began trending downward during the call. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect method, with relevance to user interface interactions for meal or less-than meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.